Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the false upstream occlusion messages, which were reproduced during evaluation. The upstream sensor had cracks on the upstream sensor tail pins which caused the alarms. The failed upstream sensor was replaced.

Manufacturer narrative:
(B)(4). The initial manufacturer report stated that the false upstream occulusion messages were reproduced. Further review of the device evaluation found that the messages were confirmed but not reproduced by baxter during the evaluation.

Event description:
During baxter's functionality testing of a spectrum pump, the device displayed the upstream occlusion message when no occlusion was present. There was no patient involvement.